Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of a "travel course check clutch plunger lever" error message. Functional testing duplicated the reported issue at the beginning of the occlusion test. The investigation found that the reported issue was due to the main board not operating as intended. Damage was found on the main board where the position pot is plugged in. The cause of the damage could not be determined as the tamper seals were intact and there was no physical damage found on the device. The main board was replaced to correct the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had a travel coarse error. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.